Event description:
It was reported that the patient presented for in clinic follow-up with loss of capture and diminished p-wave sensing exhibited by the right atrial lead. Interventions were made to program the lead to an inactive mode. The patient was asymptomatic.